Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch) that a female patient who underwent an unknown procedure with mentor smooth round moderate profile 350cc saline breast prosthesis developed the following post-implantation: intense breast pain, chronic fatigue, painful swollen lymph nodes in armpits and neck, migraines, and tingling in the hands and feet. As a result, the patient underwent bilateral explantation on (B)(6) 2019. This medwatch report is for the 1st of two breast prostheses.